Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire had its coil wire elongated. Under the elongated coil wire, the inner coil wire was exposed. The distal end of the inner coil wire was fractured. The elongated coil wire remained in one piece and the ball tip was found attached on the distal end of the elongated coil wire. Microscopic observation revealed that the inner coils were disarranged by accumulated torsion. The distal end of the inner coil wire had a trace of soldering; the inner coil wire remained in one piece. On the distal side of the returned sion blue, the core wire was found fractured at approximately 8mm proximal to the ball tip. A trace of soldering was also observed on the proximal end of the fractured core wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. Based on the obtained information and investigation outcome, it was presumed that torsion associated with wire manipulation was applied while the guide wire movement was being restricted possibly by a concomitant device. It was presumed that the stress caused damage on the soldered segment of the core wire. Further applied tensile stress generated with wire removal led the core wire to separate and the coil wire to elongate. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became loose during a pci to treat a mildly tortuous, mildly calcified cto in the lcx. The guide wire was used as a safety wire and advanced to the lad where no calcification or tortuous vessel was noted. The guide wire was noted to loosen in the lad. A microcatheter was advanced over the guide wire to safely remove it from the vessel without further damaging it. There was no adverse patient effects secondary to the guide wire damage.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in "date of this report" to reflect the date the initial reporter provided the information about the event to the company.